Manufacturer narrative:
A visual examination confirmed the reported event; the plugs appear to be in good condition along the threads, however, bottom of both plugs do not show any discoloration or deformation from locking. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. Based on the visual examination, it is suggested the screws were not torqued and locked properly.

Event description:
It was reported that post-op x-rays revealed several plugs to be polaris 5.5 system implants from pedicle screw construct requiring revision surgery.patient outcome: unknown.

Manufacturer narrative:
Product enroute but was returned yet. Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2014-00008 / 00010).